Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70 serial number: (B)(6) batch/lot number: 7082809 model/catalog description: linear st lead kit 70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1232 serial number: (B)(6) batch/lot number: 529612 model/catalog description: wavewriter alpha 32 ipg kit unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 serial number: na batch/lot number: 27930927 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent explant procedure due to an unknown reason. No further information has been obtained.